Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored atrial tachy response (atr) episode on the same day as implant. Technical services (ts) analyzed device episode data and found that the atr was inappropriate due to oversensing of noise on all channels caused by electromagnetic interference (emi) from the implant procedure. The presenting electrogram (egm) showed that the device was operating as programmed and lead measurements were normal. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, the patient experienced abnormal feelings or sensations. No adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored atrial tachy response (atr) episode on the same day as implant. Technical services (ts) analyzed device episode data and found that the atr was inappropriate due to oversensing of noise on all channels caused by electromagnetic interference (emi) from the implant procedure. The presenting electrogram (egm) showed that the device was operating as programmed and lead measurements were normal. No adverse patient effects were reported. Currently, this crt-d remains in service.